Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had experienced pacemaker mediated tachycardia (pmt). The health care professional (hcp) had called in about the pmt algorithm triggered long/short potentially causing a ventricular fibrillation (vf) with shock therapy converting the rhythm. The plan was to consult the electrophysiology (ep). This device remains in service. No adverse patient effects were reported.